Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of inner sheath detached.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat an 8cm pancreatic fluid collection during a cystgastrostomy procedure performed on (B)(6) 2024. During the procedure, the stent was successfully deployed; however, the inner sheath with the tip of the catheter broke off and got stuck in the working channel of the eus scope. The detached portion of the delivery system was removed together with the scope. The stent remains implanted, and the procedure was completed. There was no patient complications reported due to this event. A photo of the complaint device was provided, and the inner sheath was detached together with the tip.